Event description:
It was reported that a spectrum iq infusion pump had false upstream occlusion. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During functional testing, 'false upstream occlusion' was not reproduced. A review of the event history log revealed 'false upstream occlusion' messages. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of this condition was undetermined. Should additional relevant information become available, a supplemental report will be submitted.